Event description:
During a routine battery change out, the physician noticed externalized conductors via fluoro image prior to surgery. The pocket was opened; however, the physician opted to wait to replace the entire system. Three days later, during the explant the patient's blood pressure dropped. It was discovered that the svc coil tore the patient's heart and ripped out the svc. Emergency procedures were performed and the patient was stabilized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.